Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find any issues that would result in the cannula being dislodged from the insertion site or high blood glucose levels. Although no issues were noted, it could not be conclusively determined if the cannula dislodged from the infusion site.

Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient¿s blood glucose levels reached 19.4 mmol/l (350 mg/dl) while wearing the pod between 4 and 24 hours on the back. It was also reported that the cannula dislodged from the infusion site.